Manufacturer narrative:
The insulin pump had intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had a low battery and waited until the battery was completely drained. In the morning the device alarmed button error. He changed the battery and the alarm reoccurred. He was unable to do anything on the device, buttons are not responding. He didn't know his blood glucose and wasn't able to check due to button error. He didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.